Event description:
It was reported that a patient presented with over-sensing without impact to device function noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
New information received notes that over-sensing of noise was noted and lead damage was alleged by the physician as the suspected cause.